Event description:
It was reported that temperature alarms 10 and 11 occurred. There was no reported impact to the customer¿s blood glucose level. The customer¿s pump was replaced by technical support, and they were instructed to continue using their current pump as backup therapy.